Event description:
It was reported by customer that cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Gas loss, restriction failure and failed to calibrate errors were reported. Fse verified that autofill was unable to calibrate. 30psi pressure transducer was calibrated. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed autofill unable to calibrate. The fse calibrated 30psi pressure transducer and let the unit run for 2 hours. All functional and safety test were performed and passed.